Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed prime/a33, displacement, rewind and basic occlusion tests. No rewind or motor anomaly noted. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Event description:
It was reported that the customer's insulin pump had a rewind anomaly. Her blood glucose level was 396 mg/dl. The product will return. Nothing further to report.